Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a blepharoplasty on (B)(6) 2018 and suture was used. During the procedure, the suture ruptured. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An overwrap package, a paper folder and a breakage suture of product were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected. The suture was inspected along of the strand a knotted and broken suture were noted, the end was cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed on the sample and the tensile strand force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of sample received, the assignable cause of performance - breakage suture suggest an improper handling of the sample.